Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty to insert the guide wire into the collapsed tip and difficulty removing the guide wire were confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficult to remove (guide wire), difficulty to insert (guide wire), or collapsed tip reported from this lot. Based on the information reviewed, there is no indication of a product deficiency for wire movement.

Event description:
It was reported that the procedure was to treat a mildly tortuous and moderately calcified mid left anterior descending artery. A 2.0 x 15 mm rx mini trek balloon catheter pressurized to 8 atmospheres for 10 seconds for pre-dilatation; however, there was resistance with the non-abbott guide wire when removing the catheter. The same balloon catheter was going to be used for additional pre-dilatation when the guide wire could not be inserted into the tip. The tip appeared to be collapsed. A 3.0 x 15 mm nc trek was used for additional pre-dilatation and a 2.5 x 38 mm xience xpedition was successfully implanted to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: hyperion 8fr al 1.0 sh. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.